Event description:
A 4.0mm diameter x 9mm length driver rx coronary stent was deployed at ostium of rca #1 with no issue reported; however, angiography performed at 1 week follow-up showed no stent at the location it was deployed. CT scan found the stent at left iliac artery. The physician's opinion is that this event is not related to the relevant device. The pt is reported to be fine and no other clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Eval, results: root cause of event cannot be determined based on limited info.